Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. After the introduction of a non-bsc introducer sheath and a non-bsc guidewire, a 7.0 x 40, 75cm mustang catheter balloon was selected to pre-dilate the lesion. The first inflation was at 10 atmospheres. Upon second inflation, the balloon ruptured at 10 atmospheres, inflated for 60 seconds. The device was retrieved intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).